Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: no product or photo was returned by the customer. A device history record review for model 11448964 lot number 20083335 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint that the tubing snapped in half could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec set no ports w/hanger dehp free "snapped in half" while being primed. The following information was provided by the initial reporter: "rn was priming he secondary line when the tubing snapped in half."